Event description:
It was reported that the patient's vns replacement surgery was canceled as the patient had passed away. The patient's care facility thought that it may have been a cardiac event, but a medical professional's opinion was not provided. Follow up with the patient's medical professional's office revealed that they were not aware of the cause of death and its relation to vns. The patient's referral for vns replacement surgery was due to an intensified follow-up indicator, or ifi, condition. The disposition of the patient's vns products is unknown and have not been received by the manufacturer to date. No additional relevant information has been received to date.